Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events on 14-nov-2024 and 19-dec-2024. The event occurred three or more hours after insertion for first event and for second event within three hours of insertion. The insertion site was abdomen. The infusion set was in use for 8 hours for first event and 1 hour for second event. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi) for first event. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4). - device 1 of 2.